Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. Olympus repair center could reproduce the reported phenomenon. The light guide lens cover was damaged and scratched. The adhere of the lens was loosened and chipped off. The insertion tube was broken. Control unit housing was broken and worn. Base plate was damaged. The up and down lock had a defective. The supply hose was broken and scratched. There was moisture in the supply plug. Supply cable plug was too short. Albarran cable was torn. Angle was insufficient. Housing parts were chemically damaged. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised from the past similar event that this phenomenon attributed to a failure of the angle wire due to repeated use of the forceps elevator. If significant additional information is received, this report will be supplemented.

Event description:
At the beginning of papillotomy with endoscopic retrograde cholangiopancreatography (ercp), the user found that the forceps elevator was broken and the angulation of the device became locked. The user replaced the device with another device and completed the procedure. The procedure was extended, however, there was no report of patient injury associated with this event. The user facility did not provide other detailed information.